Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 19.3 mmol/dl (349 mg/dl) and a result of 6.7 mmol/dl (121 mg/dl) on another brand of blood glucose meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.